Event description:
The patient called lfs alleging that their one touch basic enhanced meter was reading inaccurately low. The patient obtained a 97 mg/dl on their meter, while experiencing no symptoms of low or high blood glucose levels. Approximately 21 to 30 minutes later the patient had a lab test performed; however, the result was not provided. Thepatient neither alleged harm noe experienced injury or medical intervetion. The customer service representative discovered that the patient had not been cleaning the puncture area correctly. The patient was walked through a check strip test and the result fell within specifications. Two consecutive control solutions tests did not fall within the specificed range. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.